Event description:
On january 22nd 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/oasis open+vertex ii. It was reported that a patient complaint of warming on the ears and cheeks of the face during a neuroquant scan and aborted the study halfway through. Patient had metal in his abdomen and knee, but no near the head. Tech mentioned that this patient she had to raise the head in the coil for comfort but was not touching the top of the coil. Site scanned four other head studies prior and one after with no issues. No additional information provided.

Manufacturer narrative:
Ref comp (B)(4).